Event description:
It was reported, there was difficulty accessing the center port. A pump replacement/pocket revision was performed on 2015 (B)(6). The reason for the revision was because for the past several refills, the healthcare provider (hcp) had a lot of difficulty accessing the reservoir. The patient was thin so the pump was easily identifiable. They also used fluoroscopy but they still had difficulties accessing the pump. During the revision, it was discovered that a calcified disc (almost like a bony substance) had formed directly over the reservoir of her pump. The mesh pouch was in place. A portion of that bony substance (about the size of a silver dollar) was sent to pathology. The pump was replaced. The explanted pump showed a lot of scratch marks because of the refill difficulties. It was later reported, the patient was receiving effective therapy. The drug being delivered via the device system was lioresal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8703w, lot# l43521, implanted: 1997 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp. The diagnosis of the subcutaneous pump capsule was "mesh and fibrous tissue with chronic inflammation". A circular fragment of soft tissue was removed from the mesh to which it was lightly adherent. The soft tissue was made up of tan/white, fibrovascular tissue. The specimen was serially sectioned and no focal lesions were identified. Pre-operative and post-operative diagnosis of the pump included baclofen pump battery depletion. It was additionally reported that the patient's battery had "a couple months" left on it, and that the replacement was for normal battery depletion. The pump was disposed/destroyed by the hospital and would not be returned. History: intractable spasticity, cerebral palsy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the superficial side of the pocket incorporated with the mesh was a very hard surface which was hard, ossified, thin bony structure.